Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va09hds, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s therapy worked for her for about the first year, but after that she was ¿pouring¿ when she got up. There was a gradual loss of therapeutic effect and a gradual loss of stimulation. She increased stimulation to try to get relief, but for the last year or so she had the sensation of knife stabbing pain in her vagina and her left toes were curling under. The patient¿s bladder also hurt and she had intercystitis. There was a 50 percent or greater symptom reduction and the event cause wasn¿t determined. A manufacturer representative came into the office to reprogram the device on (B)(6) 2015. The patient recovered without permanent impairment and was told to wait two to four more weeks. About a month later, the patient still didn¿t have symptom relief, she had done all of the adjustments and programming, and now she wanted to have the device removed. The patient said that she had crippled toes on her left foot; they had turned under and were permanently damaged. She planned to follow up with her healthcare provider. The patient also had uncomfortable stimulation with positional movements. She couldn¿t raise her knee when she was sleeping because stimulation was too strong, and she had difficulty sleeping.

Event description:
Additional information received from the consumer reported lower back and bladder in pain.